Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was going to the hospital for elevated blood glucose (bg) levels and possible diabetic ketoacidosis; however, customer did not provide any specific bg levels. Despite multiple follow-up attempts by tandem technical support, no additional information was provided on the reported event.